Manufacturer narrative:
Catheter model: 8709, lot # j10919r62, implanted on: (B)(6), 2002, explanted on: unk. Catheter model: 8575 connector, 40 degree, lot # n134870, implanted on: (B)(6), 2008, explanted on: unk. Final analysis of the pump noted exterior pump damage, dented top and lower shield. Per analysis this did not affect post-explant pump performance. Catheter returned for analysis included the pump connector and proximal segment, which revealed acceptable catheter testing, no anomalies.

Event description:
It was reported that the patient's pump was removed due to infection. The patient recovered without sequelae.the pump was received and analysed. Drug delivered via the device was lioresal 2000mcg/ml.